Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via a government agency that, during a vitrectomy surgery, an ophthalmic system malfunctioned and stopped working. The surgery was completed on the same day after restarting the machine. Patient impact was not provided.